Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a failed transmitter error. Reportedly, the transmitter had been in use less than 6 months. Reportedly, the dexcom receiver was also paired to the transmitter. No additional patient or event information was available. Multiple attempts were made to follow up with the customer on the reported issue. No response from the customer was received.